Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed on a 90% stenosed and calcified ramus intermedius. A 16 x 2.50mm promus premier select stent was implanted at 19 atmospheres but the balloon could only be recovered with great effort. There was no patient injury. Aspirin 100 mg/d in combination with clopidogrel 75 mg/d was prescribed for 6 months, followed by lifelong aspirin monotherapy follow-up.

Manufacturer narrative:
Device is a combination product. A 16 x 2.50mm promus select stent delivery system was returned for analysis without a stent. The balloon was reviewed and there was no stent on the balloon. The balloon appeared to have been inflated and deflated. No issues were noted with the proximal balloon bond. There was no evidence or any damage to the balloon or any bunching of balloon material. A hardened or crystallized substance was present inside the balloon which was consistent with contrast media hardening inside of the used device post procedure. An examination of the shaft polymer extrusion found no issues. A hardened or crystallized substance was present in the inflation lumen of the mid and distal shaft which was consistent with contrast media hardening inside of the used device post procedure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Hypotube alignment was correct and no visible blockages in the proximal hypotube. No damage was noted on the manifold/hub. A visual examination of the tip identified tip damage. The device was soaked in a water bath at 37 degrees for 54 hours in an attempt to soften the crystallized media to allow balloon functional testing. After soaking the media visibly appeared to have dissolved. The device was loaded onto a 0.014 inch guidewire. A vacuum was pulled using an encore inflation device so that the balloon could be passed through a 5fr guide catheter, to allow for balloon and guide catheter withdrawal testing. The balloon was then successfully inflated to 18atm (rated burst pressure), using an encore inflation device and a glycerol water solution, and no issues were noted. A vacuum was pulled, and the balloon deflated fully in 16 seconds which was within deflation time specification. The deflated balloon was then successfully withdrawn into and from the guide catheter. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed. A 16 x 2.50mm promus premier select stent was implanted but the balloon could only be recovered with great effort. There was no patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed on a 90% stenosed and calcified ramus intermedius. A 16 x 2.50mm promus premier select stent was implanted at 19 atmospheres but the balloon could only be recovered with great effort. There was no patient injury. Aspirin 100 mg/d in combination with clopidogrel 75 mg/d was prescribed for 6 months, followed by lifelong aspirin monotherapy follow-up.